Manufacturer narrative:
Additional information and corrected data can be found in the following fields: g4, g7, h2, h7, and h10/11. The curved-tip stapler 30 instrument was returned with a stapler sheath (part #410370-03). Although there was no allegation that a malfunction of the stapler sheath occurred, the instrument accessory was evaluated and no damage was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of a partial fire. A review of the system logs, which appear to be incomplete, did not find any firing failures for this instrument on its last recorded use of (B)(6) 2020 using da vinci system serial # (B)(4). The instrument was returned with 8 uses remaining. Review of the recorded logs show the instrument was last used with 9 uses remaining. Isi has also received a white stapler 30 reload associated with this complaint and completed investigations. The stapler reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure. The last recorded procedure showed 2 successful fires with white stapler 30 reloads. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on an in-house system. No initialization failures or firing errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clamp and fire testing. Staple formation on test sheet was proper. No lubrication at the wrist was needed. An additional observation not reported was that the instrument experienced repeated clamping failures during the procedure on the third installation. The site attempted to re-adjust several times but could not successfully clamp and therefore a firing attempt was not performed on the third installation. No clamping issues occurred during in-house testing. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a partial fire allegedly occurred when the surgeon fired a stapler 30 reload with a curved-tip stapler 30 instrument. Prior to unclamping the stapler instrument, the surgical staff secured the target tissue (i.e. Vessels) with no reported injury to the patient. Although the surgical procedure was completed robotically, it is unknown how the surgeon completed the intended staple line since no other stapler reloads or stapler instruments were reportedly opened during the case.

Event description:
It was initially reported that during a da vinci-assisted partial nephrectomy surgical procedure, a curved-tip stapler 30 instrument allegedly had a partial fire issue during an attempt to fire an unspecified stapler 30 reload on kidney vessels. Prior to unclamping the stapler instrument, the surgical staff secured the vessels without any injury to the patient. This was the initial fire of this stapler during this case. No other loads had been fired during this case. Per the initial reporter, the stapler reload was going to be returned with a blade exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up with the customer to obtain additional information about the reported event. As of the date of this report, no additional information has been provided.